Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Registry data regarding adverse events for patients implanted with a trilogy it cup were received from (B)(6) on february 1, 2017. In total, 13 complaint regarding zimmer (B)(4) - designed products were opened. In the registry data it is reported that a female (B)(6) patient (B)(6) was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on the left hip on (B)(6) 2015 due to osteoarthritis and was revised on (B)(6) 2016 due to infection. Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results of the available information were provided. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: during the trend analysis no trend was identified. Review of event description: in the registry data it is reported that a female (B)(6) years old patient (bmi: 47) left hip replacement on (B)(6) 2015 due to osteoarthritis and was revised on (B)(6) 2016 due to infection. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Review of product documentation: as this is a split complaint with zimmer inc. Warsaw, the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis and conclusion: incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method => not possible: the gamma sterilization specification of the device (sap doc. 142884) certifies the suitability of sterilization. In addition, the irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information => possible: it is not known how the device was used, therefore cannot be excluded. Transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use => possible: it is not known whether the device was reused, therefore cannot be excluded. Conclusion summary: manufacturing quality record of the biolox delta head shows that released components met all the requirements to perform as intended. The device has not been returned so the exact condition is unknown. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. In addition, the irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4).